Manufacturer narrative:
Date of event is estimated.

Event description:
Patient reported ipg site was uncomfortable and wanted the pocket moved down lower toward buttocks. Surgical intervention was undertaken on 11 november 2022 wherein the ipg was moved. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.